Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same patient as 6000093-2007-02122. It was reported that 517 days after a coronary drug eluting stenting treatment procedure, the patient had in-stent restenosis (isr) and required a target vessel reintervention (tvr). The patient had longstanding coronary artery disease. The 75% stenosed mid circumflex (cx) was treated with placement of a taxus express2 3.0x32mm drug eluting stent, reducing stenosis to 0%. The patient tolerated the procedure well and had not complications. The patient was in clinically stable condition and was discharged that evening on aspirin and plavix. On 517 days post procedure, the patient presented chest pain and shortness of breath. Cardiac catheterization revealed the circumflex artery "had 99% in-stent restenosis in the mid segment". The mid cx was treated with cutting balloon and a 3.0x24mm taxus express stent, reducing stenosis to 0%. The patient had no complications.